Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had a hole in the extension tubing. The following information was provided by the initial reporter, translated from portuguese to english: "after puncturing the patient, it was observed that the catheter had a hole in the extension."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. The photos provided only show the packaging of the products and not of the failure. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system had a hole in the extension tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: "after puncturing the patient, it was observed that the catheter had a hole in the extension."